Event description:
A falsely negative (B)(6) result was obtained on a patient sample. The result was reported to the physician who questioned the result because it contradicted ultrasound result. The sample was repeated and a positive result was obtained. Patient treatment was not altered or prescribed. There was no report of any adverse health consequences as a result of the falsely depressed (B)(6) result.

Manufacturer narrative:
Analysis of instrument and instrument data indicate that the cause of the falsely depressed (B)(6) result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.